Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent kyphoplasty at l4. During procedure,the high pressured balloons had a difficult time getting down the trocars. The balloons also didn't expand or fit down the cannula. The products did not come in contact with the patient. No patient complications were reported.